Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the customer's allegation was not confirmed. Additional non-reportable malfunctions were found during evaluation are as follows: due to the wear of the angle wire, the bending angle in up direction and the play of upward/downward (u/d) knob did not meet the standard value, due to deformation on the bending tube, the angulation skips during angulation in right/left (rl) directions, adhesive on bending section cover (a-rubber) had a chip, due to clogging of the nozzle, the water removal ability did not meet the standard value, adhesive around the objective lens and light guide (lg) lens was peeled, the plastic distal end cover (c-cover), connecting tube protector of the universal cord on the control section side, scope connector (sc) cover unit, forceps elevator (fe) lever and fe knob, scope cover (s-cover), scope connector (s-connector), u/d and r/l all had a scratch, the suction cylinder (s-cylinder) was shaved, paint on s-cylinder and air/water cylinder (aw-cylinder) was peeled, , switch 4 (sw4) had wear, universal cord had a wrinkle and a scratch, grip had a scratch, control unit had discoloration and a scratch, electrical connector (el-connector) had discoloration due to water leakage, connecting tube had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal video scope monitor image sometimes appeared cloudy, isolation. The issue was found during an unknown procedure. The device was returned for evaluation. During the device evaluation, a foreign object in the nozzle was found. There were no reports of patient injury or harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. Per additional follow up from the customer, the device was cleaned, disinfected, and sterilized the product before it sent in for repair. According to the customer, it is not known when the foreign material adhered to the nozzle. It is not know if there was a delay in the start of the pre-cleaning. The air/water nozzle was flushed with air and water. The event can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.